Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. Unknown biomet ha, lot number unknown. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the inside of the implant at tooth location #3 was stripped when the healing abutment was placed. Patient will return for future implant placement; the procedure was not completed with an additional device.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: h6: investigation type codes were added: 3331, 4109, 4110 and 4111. H6: investigation findings code was added: 213. H6: investigation conclusions codes were added: 4315. One (1) osseotite tapered certain prevail implant 5/4 x 10mm (xiitp5410) was reported to be stripped when the one (1) unknown biomet ha was placed. However, the customer did not return the unknown biomet ha but did return the xiitp5410. Upon investigation of the xiitp5410, visual evaluation identified a removal tool stuck with the implant and that there was debris identified on the threads. Additionally, since the tool was attached to the implant, we were unable to confirm damage/stripping to inside of implant. Based on the evaluation, the reported event and malfunction could not be verified since a tool was stuck in the xiitp5410 and the unknown biomet ha was not returned. However, there is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported devices that did or could cause or contribute to the reported event. Monthly post market trending review identified no adverse trends or actionable trends for the reported event or devices. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the products were within specifications and conforming when they left zimvie. DHR review for the lot (2020111363) had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. Review completed utilizing keywords: damaged threads. The complaint is related to the functional performance of the devices. The devices were not functionally tested for the reported failure. Therefore, the reported event could not be recreated. A definitive root cause could not be determined. However, based on the investigation, risk review and IFU, the most likely cause determined from the investigation are torque or speed applied during placement/seating exceeds recommended value, missing or confusing instructions for use, and inadequate handling by clinician or staff. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at the time of this report.